Event description:
The facility stated that the surgeon attempted to implant a aa4204vf plate silicone lens. The lens tore prior to insertion into the eye. No pt contact or injury. It was unknown to provide the injector and cartridge model or lot numbers.

Event description:
The reporter stated that the injector malfunctioned causing the lens damage.